Event description:
Event description cpi received information that this bipolar lead was removed from service due to loss of capture and decreased impedance. The physician also elected to remove the endotak lead and atrial lead. A new endotak lead was implanted with the pre-existing device.